Event description:
It was reported that the patient felt lightheaded while driving and presented to the emergency room. Noise was present on both the right atrial (ra) and right ventricular (rv) leads that was reproducible. The patient was dependent and sensing of the noise led to as much as 3.5 seconds of pacing inhibition. There was some impedance fluctuation on both leads; however, the measurements remained well within normal limits. This rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.